Event description:
Procedure: sleeve gastrectomy. According to the reporter: the inner blue plastic seal inside the trocar hub of the 10-15mm port became partially dislodged within the hub. It never came fully dislodged from the product which prevented the seal from working properly. This happened during an instrument exchange, but was at the end of the case. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).